Event description:
Edwards received notification that a valve model 7300tfx27 implanted in the mitral position was explanted after 3 years and 10 months of implant duration due to bioprosthesis calcific degeneration with leaflet thickening leading to motion leaflet restriction, stenosis (g. Max 36 and mean 21 mmhg) and moderate regurgitation. The patient had dyspnea associated with minimal exertion and contraction of diuresis. A 28mm non-edwards mechanical valve was implanted in replacement. The patient was noted as to be discharged. Per internal product evaluation, moderate calcification and moderate to heavy host tissue overgrowth were observed on the device. Calcification and pannus let to leaflet motion restricted and stenosis.

Manufacturer narrative:
H3: evaluation summary: customer report of degeneration was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissure 2 was bent inward and moderate calcification on all three leaflets. Extrinsic calcific deposits were observed on the outflow surfaces of all three leaflets near commissures 1 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. The free margin of leaflet 3 was rolled toward the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused leaflets 1 and 3 by approximately 5mm at commissure 1, leaflets 1 and 2 by approximately 2mm at commissure 2, leaflets 2 and 3 by approximately 9mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. A suture remained attached to the sewing ring around commissure 3. Sewing ring was cut off in multiple areas around the valve and cut off sewing ring fragments were not returned. Wireform was exposed around leaflet 1 on the inflow aspect. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx27 implanted in the mitral position was explanted after 3 years and 10 months of implant duration due to bioprosthesis degeneration. A 28mm non-ew mechanical valve was implanted in replacement.. The patient was noted as to be discharged. Patient's medical history/comorbidities included: this patient also received a valve model 3300tfx23mm in aortic position concomitantly during the initial mvr which was also explanted and replaced during the second surgery [2021-01852-01].

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6, h10, h11. H11: corrected data: correcting the g3 date on the initial MDR of MFR report #2015691-2021-01839 from (B)(6) 2021 to (B)(6) 2021.